Event description:
New information received indicated that another occurrence of noise oversensing was noted on the right ventricular (rv) lead. Isometric exercises were performed and were unable to duplicate the noise. The pocket was manipulated with occasional noise with ventricular oversensing noted. The patient was asymptomatic. Programming change was made. The patient was stable before, during, and after reprogramming. The patient will continue to be monitored remotely and in the clinic.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited oversensing of noise. No device intervention was performed. The patient had no adverse consequences.